Event description:
A customer reported to baxter (B)(4) of a y-type cath ext set/male lueradapter in which the set is leaking chemotherapy at the 'y' junction. The customer said that this leaking infusion system is a concern and given the nature of the drugs being infused in this area, makes this a high priority to resolve. The customer decided to discontinue the use of this product until a resolution could be found by baxter due to the safety concern of the staff and patients when using this device to infuse cytotoxic drugs. This reported condition occurred at an unidentified process step. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.